Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found mainboard (mini-usb-port defect due to fall down) defect; reverse side of the housing (broken) defect; charging unit and file clip not provided.

Event description:
In this event it was reported that a raypex 6 apex locator provided incorrect measurements; no injury occurred.